Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, DHR could not be performed. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "customer reported a defect from an et tube during some procedures this week. The cuff won't stay inflated. Started having some leaks and had to reintubate the patients. There was no other reported patient harm, there were no desaturations. (Up to 3 or more patients)." Associated complaints 3003898360-2025-00615 and 3003898360-2025-00616.